Event description:
It was reported that the device battery reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d234trk is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted fifty-nine percent of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. (B)(4) we did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery of 2.701 to 2.626 volts between (B)(6) 2011 and (B)(6) 2012 is before device recommended replacement time (rrt) of 2.6251 volt.